Event description:
A home pt (hp) called baxter's technical service center regarding an alrm situation on the homechoice machine. Baxter's technical service rep assisted the hp to recycle the power. And cleared the alarm. The hp then stated the he currently has peritonitis. After repeated attempts to contact the hp's nurse, no further information is available.

Event description:
The home patient called baxter technical service regarding a 2240 alarm on the homechoice machine while in dwell 4 of 5 and the hp was connected. Baxter's service representative assisted the hp to recycle the power and cleared the alarm. The hp told the service rep that he had disconnected the supply bag during therapy. The service rep told the hp to call his nurse regarding the air detected alarm. The hp then stated that he always disconnects bags during therapy and has peritonitis. The service rep then told the hp that it is not recommended to disconnect the bags during therapy. The pt continued dialysis with manual exchanges.